Event description:
Reportedly, the nurse found that the unit gave the low pressure alarm during in use on a pt after surgery for a brain infarct. The doctor noticed that the unit was not ventilating. The spo2 (oxygen saturation) of the pt was found to have decreased slightly. The pt was switched to another unit. The unit was then checked by the medical engineer. However, the incident was unable to be reproduced; ther unit functioned normally. Please note that there was no injury or death in the reported case.